Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 45-49mg/dl. Low bg cause was not known. Customer consumed carbohydrates, drank orange juice, ate something sweet to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.